Manufacturer narrative:
(B)(6).

Event description:
It was reported that when reaming femur tunnel for an acl reconstruction the head of the drill broke and came off. A backup device was used to complete the surgery. No significant delay or patient injury reported.

Manufacturer narrative:
One 4.5mm cannulated endoscopic drill was returned for evaluation. Visual assessment of the drill confirmed the reported breakage. The entire drill head has broken from the shaft. The shaft is bent and the break area is splayed. Due to the condition of the drill a dimensional inspection is prohibitive. The condition of the drill indicates it came in contact with a bent guide wire during the drilling process, drilling over a bent guidewire would require the use of excessive force. Per the device IFU "as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure." Correction .

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time.